Manufacturer narrative:
(B)(4). Mfg date: the ventilator serial number was not provided so the device manufacture date is unknown. The previous display was reinstalled and the display worked normally. Medtronic was not authorized to conduct the repair. The evaluation was completed by a non-medtronic service provider.

Event description:
It was reported that after the lcd display was replaced, a ventilator display was blank. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.